Event description:
Per information provided: (B)(6) 2010 ¿ patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of perfix plugs (left - device 1, right - 2). Per op notes, ¿on left side, direct space weakness was noted. An extra large perfix plug (device 1) was placed into dilated internal ring and patch was positioned on the inguinal floor with cord structure using sutures. On right side, similar weakness as left side was noted. The defect was repaired similar as left side using perfix plug (device 2). ¿ (B)(6) 2010 ¿ patient had bilateral groin pain and was with bilateral ilioinguinal, genitofemoral entrapped neuropathy thereby underwent nerve block with steroid injection.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.